Event description:
Patient was revised, due to loosening of the cup; poly wear and osteolysis was present.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the confirmed product and lot code since release for distribution. Although unavailable for evaluation, it would not be unreasonable to expect some degree of poly material wear after approximately ten years of implantation. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that the liner and acetabular cup associated with this event are both inactive/obsolete.